Event description:
No new information.

Manufacturer narrative:
A code correction.

Event description:
The q-syte already connected to the system discharges spontaneously when performing minimal pressure (e.g. During injection).

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No new information.